Manufacturer narrative:
Event was initially reported by eye care practitioner (ecp) directly to coopervision as a corneal abrasion/scratches. Review of the correspondence from the ecp, noted mention of early iritis and a severe abrasion. Method: a total of six lenses from the same lot as the actual lens involved in the incident were returned for eval. Three of the lenses were opened and three were sealed. The devices were examined for visual defects and measured for parameters. Results: two of the six lenses evaluated measured out of specification. There is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no failure was detected but two of the six lenses measured were out of specification. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
On the evening of (B)(6) 2011, the pts left eye hurt, and eyelid was swollen. Pt removed contact lens and went to eye care practitioner (ecp). Pts visual acuity decreased to 20/100. Pt was given a bandage contact lens and prescribed vigamox, homatropine 5% (used for dilation) and optive eye drops (lubrication). Pt temporarily discontinued cl use from (B)(6) 2011. Pts current ocular status is "ok." Pt was refit into biofinity torics. Pt was advised to limit contact lens wear to 4-6 hrs/day.